Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated hybritech psa results generated on the access 2 immunoassay system. The pt samples were retested on a different instrument and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse performed preventative maintenance and found a substance on some of the vessel holders on the incubator belt. The fse was unable to identify the substance. The fse then replaced the affected vessel holders and ran a system check and quality controls (qc). All results were within set specification limits. Further investigation revealed that the customer froze the samples in the upright position, in their primary tubes. The customer was not following proper sample handling techniques. Labeling states that freezing blood samples in collection tubes is not recommended and that the customer should avoid re-suspension of separated samples. Customer error due to incorrect pre-analytical sample handling is the root cause for this event. This is 12 of 19 separate MDR reports related to 19 pt events associated with a single malfunction report. Reference MDR numbers: see scanned page. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.